Manufacturer narrative:
Additional information was received that during the revision procedure no devices were explanted or implanted.

Event description:
A report was received that the patient underwent a revision procedure to address an unknown device deficiency with the leads.

Manufacturer narrative:
It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional information was received that the specific fault that led to the revision was loss of topographical coverage with stimulation as the contacts had displayed high impedances, presumably due to internal corruption of the lead.

Event description:
A report was received that the patient underwent a revision procedure to address an unknown device deficiency with the leads.

Manufacturer narrative:
This is a duplicate report please see MFR report # 3006630150-2017-01223

Event description:
A report was received that the patient underwent a revision procedure to address an unknown device deficiency with the leads.

Manufacturer narrative:
Additional information was received that the patient underwent the procedure only to add 2 new leads which were reportedly faulty.

Event description:
A report was received that the patient underwent a revision procedure to address an unknown device deficiency with the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-50 serial/lot: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure to address an unknown device deficiency with the leads.